Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is implanted in a patient with a concomitant device. Visible electromagnetic interference (emi) was noted on presenting electrogram (egm)s during atrial tachy response (atr) events across multiple dates. At times, rv sensing occurred, but presenting rhythms showed rvp events only. It is suspected that the noise algorithm raised the sensing floor in the presence of noise, leading to possible rv undersensing. R-waves decreased in the last year, below recommended amplitude. Technical services (ts) was not able guarantee vt/vf detection. Defibrillation threshold (dft) testing should be considered; at this time, this crt-d remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is implanted in a patient with a left ventricular assist device (lvad). Visible electromagnetic interference (emi) was noted on presenting electrogram (egm)s during atrial tachy response (atr) events across multiple dates. At times, rv sensing occurred, but presenting rhythms showed rvp events only. It is suspected that the noise algorithm raised the sensing floor in the presence of noise, leading to possible rv undersensing. R-waves decreased since one year ago, below recommended amplitude. Technical services (ts) was not able guarantee vt/vf detection. Defibrillation threshold (dft) testing should be considered. The physician decided to refer the patient over to tampa general hospital for possible revision. No further information on if / when it was completed. At this time, this crt-d remains in service and no adverse patient effects were reported. Additional information received indicates that the rv lead contributed to tricuspid valve failure. It was noted that the crt-d was undersensing r-waves, with diminished amplitudes. Thresholds were slightly elevated, leaving limited programming options. Adjusting rv sensitivity could improve sensing but risks undersensing vf. Lead revision may not improve values and continues to impact valve function. ICD therapy is currently off, and pacing has been changed to lv-only mode. Currently, this product remains in service and no adverse patient effects were reported.